Manufacturer narrative:
Reporter is company representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent an orthopedic procedure. The surgeon was removing the femoral neck system 1-hole plate because the surgeon was converting the femoral neck system 1-hole plate to a hemiarthroplasty. The femoral head had collapsed, and the bolt and the anti-rotational screw were no longer engaged in the femoral head. While attempting to remove the titanium locking screw through the femoral neck system 1-hole plate, it was discovered that the titanium locking screw was cold-welded into the femoral neck system 1-hole plate. The screw head became stripped due to multiple attempts to remove it with the screwdriver. The surgeon had to use a burr to weaken the screw and use bolt cutters to cut the screw from the plate. The surgeon was able to finally remove everything with extra effort. The procedure was successfully completed with a thirty-minute (30) of surgical delay. The patient's status is unknown. Concomitant device reported: unknown screwdriver (part # unknown, lot # unknown, quantity # 1); unknown fns anti-rotation (part # unknown, lot # unknown, quantity# 1); unknown fns bolt (part # unknown, lot # unknown, quantity # 1). This complaint involves two (2) devices. This is report 1 of 2 for (B)(4).